Event description:
It was reported that no disposable alarm was experienced and pump wont run, unresolved with troubleshooting. Air noted in line. Patient not affected. No additional information available.